Event description:
Headset microphone melted and fell on pt's chest causing a burn to the pt's skin and pt discomfort.

Manufacturer narrative:
Rep immediately flew in 2007 and visited medical center to assess the situation with the authorization of director of clinical engineering. However, upon rep's arrival, the facility's attorney did not allow rep to visit the MRI room nor see the equipment, because of legal issues.